Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. The save to disk is from the replacement device implanted on (B)(6) 2015. Historical lead data is not available. The rv lead was set to bipolar. Concomitant product(s): 4076-45 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that after a device change out procedure, a right ventricular lead monitor alert triggered for low impedance paces and the lead polarity was noted to have changed from bipolar to unipolar. The impedance was tested and was found to be within a normal range. The polarity was changed back to bipolar and the lead remains in use. No patient complications have been reported as a result of this event.